Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. (Bathroom) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 51 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 144 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 170 mg/dl using truemetrix meter and 163 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is 12/13/2016. Customer stated she just discontinued taking glyburide 5mg/ once a day. The meter memory was reviewed for previous test result history (date / time not set): the 83mg/dl (B)(6) 2016 05:32 am fasting:yes, the 81mg/dl (B)(6) 2016 05:41 am fasting:yes, the 63mg/dl (B)(6) 2016 06:53 am fasting:yes, the 59mg/dl (B)(6) 2016 05:58 am fasting:yes, the 51mg/dl (B)(6) 2016 05:57 am fasting:yes. Memory concerns: 51mg/dl.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage .(bathroom). (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 51 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 144 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 170 mg/dl using truemetrix meter and 163 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is 12/13/2016. Customer stated she just discontinued taking glyburide 5mg/ once a day. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:51mg/dl.